Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after lead noise was observed. The clinician noted the patient is currently undergoing radiation therapy for an unrelated reason. No surgical procedure can be performed due to the patients condition. The patient received a life vest for the time being.